Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter shaft was cut, and the exit marker was found to be detached. A functional analysis was unable to be performed due to the device being cut. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, there was no evidence that this device was not used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, after dilation, the device was unable to be removed through the endoscope, and the balloon had to be cut in order to be removed. Additionally, the exit marker of the device detached inside the patient's stomach and was retrieved successfully. It is unknown how the exit marker was retrieved. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, after dilation, the device was unable to be removed through the endoscope, and the balloon had to be cut in order to be removed. Additionally, the exit marker of the device detached inside the patient's stomach and was retrieved successfully. It is unknown how the exit marker was retrieved. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.